Event description:
It was reported that the patient presented to the hospital due to infection and erosion at the device site. The vegetation was noted on the right atrial lead. The pacemaker and right atrial lead were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The lead was returned and visual examinations revealed no anomalies. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.